Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, it should be noted that the xience v, everolimus eluting coronary stent system international, ce, instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Event description:
It was reported that the target lesion was in the circumflex with heavy tortuosity. When attempting to push the whole system to pass the lesion, resistance was met. When removing the stent device it became stuck. Resistance was felt and the xience was continued to be pulled. Apparently, the proximal part of the xience stent caught on the diagnostic catheter and came off at the left main. A 1.1 balloon was crossed through distally and because the xience could not be pulled into the radial sheath the balloon was inflated to deploy the xience stent in the radial at the wrist. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.